Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed error code 1000. There was no report of patient involvement.